Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level of 39 mg/dl. Customer treated with cookies and milk. Customer stated that the drive support cap appears normal. Customer was not admitted as an inpatient for medical treatment. Troubleshooting was performed. Pump passed the displacement test. Customer was advised to speak with their health care provider regarding the low blood glucose levels. Customer was advised to monitor the pump and call back if issues persist. Customer's blood glucose level was 73 mg/dl before the call dropped. No further assistance needed.